Event description:
The customer's family member called to report that the customer was hospitalized with high bgs and is currently in intensive care. They stated that the problem started when the battery life dropped to two days. States the pump completely shut off and is not sure what the customer did from that point on. Bgs were never treated by manual injection. Troubleshooting found that the customer did not reprogram the pump settings after receiving the alarm. Although the physician anticipates the customer remaining in the hosp for several more days, would like the customer to start on the pump as soon as possible.